Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported the patient had a heart attack in (B)(6) 2016, shut off his implantable neurostimulator (ins) after the heart attack, and had not charged it since he shut it off. The patient saw a "doctor symbol" on the programmer in (B)(6) 2016, but the patient did not recall the code. The patient noted that he told a manufacturer's representative (rep) about seeing the "doctor symbol" on the programmer in (B)(6) 2016. It was then recommended to the patient to contact his doctor to have the ins tested. On october 11, 2016 additional information was received from the consumer. It was reported that the patient experienced frustration and pain in the arms and legs which was related to the doctor symbol on the patient programmer (pp) and the ins being off since feb. Circumstances that led to the doctor symbol on the pp was noted to be the fact that the patient could not use the pp and they didn¿t get a returned call from their doctor. To resolve the doctor symbol on the pp, the patient was instructed on how to reset the device, although they noted that the ins was at the end of its life cycle. However, on january 1, 2017 the healthcare provider (hcp) reported the cause of the doctor symbol on the programmer was the device reaching end of life so no stimulation was felt. It was noted no troubleshooting was needed, however the device was explanted on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.